Event description:
A pt reported blood glucose results of "183 mg/dl" with a lifescan meter and "148 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.